Event description:
The hosp nurse, reading from the pt's chart reported the following: "while trying unsuccessfully to extract a ureteral stone with a ureteral basket, a meatotomy was attempted with scissors. The scissors were placed on the ureteral orifice to effect a cut. The scissors were clamped down on the mucosa and would not release. After some manipulation, the scissors released." The hosp nurse reported that no tissue damage was caused as a result of the scissors not releasing.